Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed a message indicating it was overheating and could not be switched on. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer displayed a message indicating it was overheating and could not be switched on. It was noted that no problems observed with the power supply, the programmer turned on without any problems also after the endurance test. It was also noted that upper bullets were worn and upper (a) handle was broken. The cooling fan was noisy. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. Additionally it was noted during the final functional test the lower release pin form the personal computer memory card international association (pcmcia) slot (card bus) was broken. The pcmcia slot was replaced. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.